Manufacturer narrative:
The revision reported was likely the result of incomplete seating of the humeral liner during the second revision, patient conditions involving two previous revisions due to humeral liner disassociation, or a combination of the two, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the devices were not available for evaluation. Concomitant device(s): 300-30-06, 6704501 - equinoxe preserve stem 6mm. 320-10-00, 6653475 - equinoxe reverse tray adapter plate tray +0. 320-01-46, 4644437 - equinoxe reverse 46mm glenosphere.

Event description:
As reported, approximately 5 weeks postop a right shoulder revision, the surgeon revised the (B)(6) y/o male patient's right shoulder due to the liner separating from the humeral tray sometime after the patient had his revision surgery. Dr. (B)(6) removed a 46 glenosphere, a 46 +2.5 humeral liner, an adaptor tray and a preserve stem. He revised the glenoid side with a 42 +4mm glenosphere. Patient was last known to be in stable condition following the event. Devices are not returning due to facility policy.